Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefor not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics wouldn't unfold. As per follow-up the lens was removed from the eye on the same day. No further interventions or patient issues were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation, only an empty product box was returned. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.